Event description:
It was reported that this pacemaker was oversensing ventricular signals on the atrial channel. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker was oversensing ventricular signals on the atrial channel. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported.